Event description:
A passeo-35 peripheral balloon catheter was selected for treatment of a severely calcified lesion (stenosis degree: 90 percent) in the mildly tortuous mid left upper limb vein. During expansion and when the pressure reached 12 kpa, the passeo-35 balloon ruptured but did not reach the maximum pressure for that catheter (14 kpa). The patient reported significant pain in the left forearm, and the balloon was replaced to continue the procedure.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the complaint product nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is inflated followed by a pressure test before balloon folding and a helium leakage test to confirm the air tightness. All devices of the relevant lot passed these tests. We can therefore confirm that the device was delivered in a leak-proof and pressure-tight condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
03-jun-2024 new information: an av-fistular was treated. Neither the complaint product nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is inflated followed by a pressure test before balloon folding and a helium leakage test to confirm the air tightness. All devices of the relevant lot passed these tests. We can therefore confirm that the device was delivered in a leak-proof and pressure-tight condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.